Event description:
During bone flap closure of craniotomy using craniotomy plating system, three screws of seven total had head of the screws broken off after being placed in the bone. Heads of screws were not retained in pt but were discarded by dr's private scrub nurse, leaving threaded part of screw in bone - unable to remove.